Manufacturer narrative:
Corrected data: there was no cartridge fitting issue.

Event description:
It was reported that the customer had an issue with loading a cartridge onto the pump. However, there was no cartridge fitting issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to load a cartridge onto the pump. Reportedly, the customer looked at the cartridge and manually pushed in the shuttle. The customer successfully reloaded the cartridge. There was no impact to the customer's blood glucose level.